Event description:
It was reported that pt had intermittent loss of capture of the left ventricular lead. The lead was extracted and replaced. The current pt status is good.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.